Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-02378. Follow up information indicated the patient had surgery for lead revision. During the surgery it was discovered both of the leads were fractured at the anchor site. Both leads were removed with new leads implanted. Reportedly effective therapy was established post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2018-02378. It was reported the patient's scs system was autoreducing, the stimulation decreases by itself while attempting to increase the strength level and cannot increase higher than level 3. A company representative met with the patient for diagnostics with the leads having high impedances. X-rays were taken which showed the top of the leads had migrated. The patient denied any fall or trauma to the leads. Surgical intervention has been planned to address the issue.